Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with seven gore® excluder® aaa endoprostheses.on (B)(6) 2015, follow-up imaging identified a suspected distal type I endoleak and a right common iliac artery (rcia) diameter measurement of 43 mm. It was reported there was disease progression in the rcia, which reportedly caused the iliac artery to dilate, loss of circumferential wall apposition of the device and aneurysm enlargement (amount unknown).an intervention to treat the endoleak has not been performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4) (as it is unknown which contralateral leg component was involved with the complaint both devices have been investigated).